Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and non-boston scientific right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms) and high capture thresholds (1.8v). The patient advised the physician that tones have been emitting from the device. In clinic lead integrity testing with provocation manoeuvres, revealed no noise and no change in measurements. The physician will monitor the patient closely through latitude home monitoring system. At this time, the patient is having other medical complications unrelated to the implanted device. The device remains implanted. No adverse patient effects were reported. Additional information was received that a technical service(ts) consultant reviewed the available device data and provided recommendations. Ts recommends to monitor the patient closely, and perform lead integrity testing, pocket manipulation and x-ray images to confirm the device and lead integrity. The device remains implanted. No adverse patient effects were reported.